Manufacturer narrative:
During a coronary angioplasty procedure for a chronic total occlusion, the hand injection set was opened and primed for use. The proceduralist observed that the hand injection syringe was unable to lock securely into the transducer due to unwinding. This resulted in a procedural delay of approximately 5-10 minutes while the faulty set was removed and a new set was primed. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
During a coronary angioplasty procedure for a chronic total occlusion, the hand injection set was opened and primed for use. The proceduralist observed that the hand injection syringe was unable to lock securely into the transducer due to unwinding. This resulted in a procedural delay of approximately 5-10 minutes while the faulty set was removed and a new set was primed.

Manufacturer narrative:
Update to b3. After further investigation, it has been determined that the date of incident is (B)(6) 2025. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.